Event description:
End user stated that "liquid stool won't drain from pouch, balloons". The issue occurs at the pouch tail.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).